Manufacturer narrative:
Sec e1: initial reporter phone: (B)(6).

Event description:
It was reported that device damage occurred. The procedure was aborted. The left atrial appendage (laa) was a complex morphology. A laa closure procedure was being performed under local anesthesia. A watchman truseal access system (was) was inserted. A watchman delivery system and closure device (wds) was inserted and deployed in the laa. After deployment of the wds, the physician tried to recapture and remove the wds, and encountered a great deal of resistance at the was. The was was found to be kinked, causing a very difficult recovery of the wds. The complex anatomy of the laa did not allow for complete occlusion after attempts to deploy the wds and coupled with the kink problems with the was, made the physician decide to abandon the procedure. There were no patient complications and the patient was stable.

Event description:
It was reported that device damage occurred. The procedure was aborted. The left atrial appendage (laa) was a complex morphology. A laa closure procedure was being performed under local anesthesia. A watchman truseal access system (was) was inserted. A watchman delivery system and closure device (wds) was inserted and deployed in the laa. After deployment of the wds, the physician tried to recapture and remove the wds, and encountered a great deal of resistance at the was. The was found to be kinked, causing a very difficult recovery of the wds. The complex anatomy of the laa did not allow for complete occlusion after attempts to deploy the wds and coupled with the kink problems with the was, made the physician decide to abandon the procedure. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the returned watchman truseal access system (was) was analyzed and the reported event of sheath kink was confirmed. The reported event of difficult recapture could not be confirmed. Device analysis consisted of microscopic inspection which revealed no damage or defect. Visual inspection was performed and it revealed a kink in the sheath 15.5cm - 17.5cm distal of the strain relief. Product analysis confirmed the reported event of device damage, as the sheath was kinked. Product analysis could not confirm the reported difficult recapture as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.